Manufacturer narrative:
Added: b5 based on new additional information received. Corrected: d4 primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the standard interventions were performed for restarting the pump. After the failed 3rd attempt to restart the pump, the pump was removed and a new pump inserted. The device is available for return and a return kit is needed.

Manufacturer narrative:
B5: added updated clinical review. H6: omitted a141204 and added a141203.

Event description:
An impella cp device was inserted into the left femoral artery in a 90-year-old male patient with a past medical history of coronary artery bypass graft (CABG), coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, left ventricle (lv) access was obtained with a pigtail catheter and the impella was advanced. The device was unable to start due to pump failure mode. Troubleshooting attempts were made, but after the third attempt to start the pump, the impella was removed and exchanged for a new impella cp. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Event description:
A (B)(6) male patient underwent a high-risk percutaneous coronary intervention of the left anterior descending artery with the decision for hemodynamic support using an impella device. Upon implantation, the impella pump was unable to start due to a pump failure. The defective impella device was removed, and a new impella device was inserted, which performed as intended.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.